Event description:
It was reported that the patient had a lead revision due to not having therapeutic stimulation. There was no alleged product issue. Other action required was reprogramming. Diagnostic testing or troubleshooting performed was x-rays, impedance testing, and reprogramming. An explant was completed the day of the report. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The patient did not have any permanent impairment after their explant. The manufacturer representative would not be in contact with the patient since they no longer had a stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n349620, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: accessory; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).